Event description:
Boston scientific (formerly guidant) received information from the patient in response to a device tracking mailing. The patient reported that six years post implant the left side of the ancure endograft required repair as it came loose. An extension was placed and to date, no further adverse patient effects were reported.

Manufacturer narrative:
No additional information is available at this time. If additional information becomes available, this event will be updated.